Event description:
Describe event or problem: knot made in coil.

Manufacturer narrative:
As reported by our affiliate, during a procedure involving this prod, the coil made a kanot. It was the first coil placed in a medium sized aneurysm and was retrieved with the microcatheter and the guiding catheter. This prod was returned for eval and testing; however, the engineering eval is not complete. Add'l info has also been requested and will be submitted within 30 days upon receipt.